Event description:
This report summarizes 142 malfunction event(s), where it was reported the devices experienced difficulty loading or unloading the cot in the ambulance. One event allegedly led to a patient fall but no adverse consequence was alleged to have resulted from the fall.

Manufacturer narrative:
1 device that was pending was evaluated and it was determined the device experienced vibrations, wobbly or feels loose (shaking during use) and fowler spongy, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 145 to 144. Initially it was reported that there were 4 instances of this hazard/model number combination. Further review of records identified that 2 records were a duplicate. Because of this, the number of reported events has been changed from 144 to 142.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report now summarizes 143 malfunction event(s), instead of 142.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 143 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 145 malfunction event(s), where it was reported the devices experienced difficulty loading or unloading the cot in the ambulance. One event allegedly led to a patient fall but no adverse consequence was alleged to have resulted from the fall.